Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during the case, the device was sealing but not cutting. A noise was noted. Another device was used to complete the case. The tweezers was oscillating. Operative time was extended more than thirty minutes to detect the problem.